Event description:
It was reported that balloon pinhole occurred. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced over a 300cm non-bsc guidewire. However, the guidewire pierced through the balloon. The balloon did not inflate and no contrast run through the lumen. The hub was cut off and the procedure was completed with another balloon. No patient complications were reported and the patient status was fine.